Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. This report is for one (1) unknown bone staple. Part#, lot# and UDI # is not available. Explanted date: it is unknown if patient underwent revision surgery. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown bone staple. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the surgeon put a staple into the distal radius during surgery. Post-operative, within a week it had started to back out, despite the patient being in plaster. Patient outcome was not reported. It is unknown if patient underwent revision surgery. This report is for one (1) unknown bone staple. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: additional info: event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an osteotomy and insertion of chronos wedge with staple fixation of the wrist. The surgeon put a staple into the distal radius during surgery. The procedure was completed but, within a week, the device started to back out despite the patient being in plaster. It is unknown if there was a surgical delay. Patient and procedure outcome are unknown.

Event description:
Further it was reported that the revision surgery was osteotomy and insertion of chronos wedge and staple fixation of the wrist. The implant was revised to a plate on (B)(6) 2018.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records review was completed for part# se-1110, lot# bse170447. Manufacturing location: (B)(4), manufacturing date: sep 13, 2017, expiry date: jul 10, 2022. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. Implant was received with its opened package. Visual inspection of the received items showed only implant was returned, implant was in good condition. Complaint condition could not be confirmed based on the state of the returned device. Dimensional inspection was performed to verify implant was within specified manufacturing dimensions. Implant passed dimensional inspection. Pull out testing was performed. Implant showed a pull-out force above the expected average for se-1110. If implant showed a force below the recorded value for that implant size, there may be the possibility that the implant is not properly grasping to the bone, therefore backing out. This cause was disregarded after testing. Thus, after physical inspection and testing of the returned devices, it was concluded that the migration cannot be attributed to low pull-out force. The root cause for the implant migration could not be determined based on the information provided on this complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.